Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error. The customer¿s blood glucose was unknown at the time of the incident. Insulin pump had rejected new batteries, diminished battery life, sometimes insulin pump was turned off with no reason and battery cap worn. Insulin pump had random and unexplained no delivery alarm. Insulin was leak out of tip of infusion set. The insulin pump will not be returned for analysis.